Event description:
Scheduled procedure was novasure endometrial ablation. The first handpiece to the thermachoice machine was defective. (Pressure kept going down). Then a second thermachoice handpiece was opened. The pressure and temperature were still not reaching a level that the procedure can be performed. After the second thermachoice attempt, the surgeon reassessed the uterine cavity and aborted the procedure. Reference mw5055973 and mw5055974.